Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, the suture broke when the plunger was pulled out. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without device analysis, a cause for the reported suture break could not be determined. A suture break can occur due to a number of factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, suture strength is tested and a sampling of finished devices is destructively tested to verify the functionality of the device. A suture may break if the user applies too much tension while pulling on the limb suture. Femoral angiogram revealed no vessel calcification; however, the patient had multiple prior arteriotomies in target groin and a history of peripheral vascular disease which may have contributed to the suture break. A review of the lot history record database did not reveal any non-conformity record relevant to this event. A query of the complaint handling database was performed did not reveal a product quality deficiency. Based on the review of lot history record database and the complaint handling database, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). Expiration date corrected from 08/31/2011 to 08/31/2013.